Event description:
A medtronic rep reported the navigated instrument was 0.4 distance from the divot in the reference frame; however, at least 2mm when tracking with it. They were outside the orbital wall and it showed her in the orbit. There was no reported impact to the pt.

Manufacturer narrative:
No parts or files have been received by the MFR for eval.